Event description:
Information was received from the patient regarding an external device. The patient reported seeing chronic 0x messages. Patient encountered (B)(6) twice and (B)(6) twice. Patient stated they struggle with connecting consistently. Patient mentioned they believe the handset had a hard time connecting if more than 6 inches away from the communicator. Patient mentioned having a communicator sent to them in the past. Patient stated the replacement communicator caused a lot of handset messages so they were often using the previous communicator in order to bolus. Patient mentioned the handset stalls on 91% for a min or more often. Agent emailed repair to replace the handset. Information was received from the patient regarding an external device. Patient called back stating the handset worked a few times yesterday then they began experiencing issues with telemetry again. Patient stated at first the handset would not connect with the communicator, then they were able to connect them but was encountering "no pump found". During the call patient was able to connect to the pump without issue twice in a row. Patient expressed anxiety around being able to continue bolusing consistency. Agent agreed to replace the tm90t0 patient communicator. Agent advised patient proper communicator placement, best practices and considerations. Agent advised patient to follow up with the healthcare provider (hcp) to check the implant site/pump if telemetry issues continue.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.